Event description:
Mat#: 383517; batch#: 2353896 . It was reported by customer that they had a 20g IV issue today where the gray piece was stuck to the pink catheter, but it finally released after some wiggling.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a0509 - physical resistance / sticking.

Event description:
Mat#: 383517, batch#: 2353896. It was reported by customer that they had a 20g IV issue today where the gray piece was stuck to the pink catheter, but it finally released after some wiggling.

Manufacturer narrative:
Pr 9205228 follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383517 and lot number 2353896. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.